Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the breast right gel implant. During visual evaluation of the sample a crease was noted in the anterior view. Within crease a tear was noted, measuring approximately 15.5cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 375cc mentor memorygel right breast implant and a 350cc mentor memorygel left breast implant experienced bilateral ptosis and right sided rupture post procedure. As a result, patient underwent bilateral replacement and removal with 325cc mentor memorygel breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-25525 for contralateral prosthesis report.